Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We could not complete a good faith effort to obtain the information, since facility name was not indicated.

Event description:
A pericardial effusion occurred it was reported that during an atrial fibrillation (a fib) case, that a right atrial pericardial effusion was noticed. There was a drop in the blood pressure in the patient. The pericardial effusion was confirmed by the intracardiac echocardiography (ice). The effusion was reported to be caused by the versacross rf wire. The only catheter that entered the patient was a non-boston scientific soundstar catheter. A pericardiocentesis was performed as medical intervention. The patient was reported to be in a stable condition afterwards. The device is not expected to be returned for analysis. Mw#5157800.